Event description:
It was reported the device was involved in a patient incident. The device stopped pacing without a low battery indication. Additional information was later received on a medwatch form 3500 reporting the patient was status post-cardiac surgery. The device was not firing or capturing. She suffered asystolic arrest and was resuscitated immediately with no harm. No further patient complications have been reported as a result of this event.

Event description:
It was reported the device was involved in a patient incident. The device stopped pacing without a low battery indication. Additional information was later received on a form 3500 reporting the patient was status post-cardiac surgery. The device was not firing or capturing. She suffered asystolic arrest and was resuscitated immediately with no harm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received. Maude event report number (B)(4). Evaluation summary: (B)(4) the heart lead flex, battery flex, and battery contacts were found to be discolored. The upper case was broke, and the lower case, bail covers, and ring cover were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received; maude event report. Analysis of the device is in process; the results will be forwarded when available. Other: truerexternal pulse generator it was reported the device was involved in a patient incident. The device stopped pacing without a low battery indication. Additional information was later received on a form 3500 reporting the patient was status post-cardiac surgery. The device was not firing or capturing. She suffered asystolic arrest and was resuscitated immediately with no harm. No further patient complications have been reported as a result of this event. Other: capture, failure to, pace, failure to.